Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited noise on the rate/sense and shock channel. The noise was oversensed which resulted in approximately 5 seconds of asystole. All measurements were acceptable and stable. Technical services reviewed strips and discussed the noise appeared to be myopotential. Technical services recommended bringing the patient in clinic for troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative reported the lead was successfully explanted and another manufacturer's system was implanted. This device has not been returned for analysis. Should additional information become available this event will be updated. Additional information was received indicating this device was explanted. The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.